Event description:
Patient went to administer ivab via intermate device and the tip broke off so he could not connect it to the cap on the hickman. Dates of use: 2008. Diagnosis or reasons for use: septicemia.